Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing identified the reported f22 alarm. The cause was determined to be that the central processing unit (cpu) board was damaged. The cause of the damage to the cpu board was unable to be determined. To address this issue the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-22 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.